Manufacturer narrative:
The device has not been returned to animas. When evaluation is complete a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient knowingly using expired cartridges).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that today they have a high blood glucose (bg) 545 mg/dl with feeling "lousy". The patient stated that they changed the ifs and site 3 times in the last 2-3 days. The patient stated that they are using all expired products. The patient stated that the ifs is accucheck expired 08- 2007 and the cartridge is expired 09-2012. The insulin expires in 08-2015. This report is being made due to the patient¿s hyperglycemic event that resulted from knowingly using expired cartridges.